Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed and identified the presence of dried fluid within the cassette door. There was no evidence of sharp edges or burrs that could have punctured the cassette membrane and caused the reported leak. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon conclusion of the investigation, a cause for the reported leak could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid leaking from the cassette door of their liberty cycler following peritoneal dialysis therapy. The patient was attempting to remove the cassette when the leak was identified. It was unknown when the leak began. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause of the leak was unknown. The patient continued peritoneal dialysis therapy with manual supplies until their new cycler was delivered. There was no patient symptoms or injury resulting from the reported incident. The cassette was no longer available for evaluation. The patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.